Event description:
General report received of an unspecified number of undocumented incidents of hypotension while the devices were in use. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of blood at unspecified rates. After unspecified lengths of time, the customer contact reported that the patients' blood pressure decreased to unspecified values. The customer contact stated that review of unspecified literature revealed that hypotensive episodes could be attributed to bradykinin response when using a negatively charged white cell reduction filter. Though requested, no additional information was provided, including specific patient and event details and if medical interventions were required, hospira is continuing to investigate.

Manufacturer narrative:
Investigation is not complete. References: activation of bradykinin formation cascade on receiving autologous blood transfusion through a white cell-reduction filter in a patient treated with an ace inhibitor. Ishikawa etal. Masui 1998 mar; 47(3): 322-9. Bradykinin-associated reactions in white cell reduction filter. Iwama jcrit care 2001 jun; 16(2): 74-81. Anomaly of the des-arg0-bradykinin metabolism associated with severe hypotensive reactions during blood transfusions: a preliminary study. Cyr et al. Transfusion 1999 oct;39(10): 1084-8. This report represents all the information known by the reporter upon query by hospira personnel.